Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the implantable pulse generator (ipg) wound site experienced an extensive hematoma. It also was reported that the right ventricular (rv) lead malfunction and experienced high thresholds. The ipg hematoma required intervention and the rvlead was capped and replaced. No further patient complications have been reported as a result of this event.